Event description:
It was reported that the customer was hospitalized with dka. The customer's family member feels the elevated bgs was caused by the flu and not related to the pump. Assisted customer with changing basal rates.